Manufacturer narrative:
Though no medical/surgical intervention was required to preclude a serious injury in this event, there have been previously reported events involving a similar device that resulted in the need for medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function. Therefore, this event meets the criteria for reportability per 21 cfr part 803. Dentsply was not able to verify the complaint as the temperatures during testing did not exceeded requirements. A root cause as why this situation could have occurred could be determined based on quality observations. The returned attachment was tested by manufacturing personnel and did not meet production specifications for rotation test, water spray and leak test, cut and current draw test. Quality personnel then investigated the attachment. The attachment maximum temperature while free running with coolant spray off was 43.3 c and 38.7 c under load testing with coolant spray on. The attachment was then disassembled and microscopically evaluated. Microscopic evaluation revealed moderate gear wear on the head-tail and head assemblies. The bur end bearing was found broken into pieces. This failure would have resulted in instability of the set assembly and introduced abrasive material to the inner components of the head and neck during use contributing to the overheating reported in the complaint. All components looked dry and corroded with no evidence of lubrication.

Event description:
In this event a doctor reported that a midwest e 1:5 attachment overheated and burned a patient. No intervention was required.